Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via call he was stuck in rewind loop .customer states they are unable to exit the preparing to prime loop . The customer was advised to revert the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, compromised force sensor system, excessive no delivery test and occlusion test. The insulin pump was tested with prime/fill anomaly noted.